Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an open ventral incisional hernia repair. It was reported that after inlay implant, the patient experienced pain, adhesions, draining fistula, and infections. Post-operative patient treatment included revision surgery, antibiotics, complex closure, tissue rearrangement, excision of fistula with wound vac placement.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The procedure performed was an open ventral incisional hernia repair with mesh due to a reducible ventral incisional hernia. The patient experienced surgical revision, pain, adhesions, fistula and infections.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an open ventral incisional hernia repair. It was reported that after implant, the patient experienced pain, adhesions, fistula and infections. Post-operative patient treatment included revision surgery, excision of fistula with wound vac placement.